Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report she obtained an occlusion alarm on the pump. Prior to this alarm, the patient had obtained a blood glucose reading of 500 mg/dl. The patient did not report any symptoms of high or low blood glucose levels. The patient administered self-treatment by taking a bolus dose of insulin via a syringe injection, and her subsequent blood glucose level was 300 mg/dl. The patient did not seek any medical attention. The patient noted she was unable to successfully prime the pump. The patient was unable to continue troubleshooting the pump at the time of the telephone call to customer support. The cs representative contacted the patient to troubleshoot the pump, however, was unable to reach her by telephone. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, therefore, this complaint is being reported.